Event description:
It was reported that the pump displayed a device failed error message. No case involved.

Manufacturer narrative:
The device intended for use in treatment was returned for evaluation, establishing a relationship between the event reported and the device. Visual inspection of the returned device did not identify any issues. Functional evaluation revealed that there was error code 4100 after the booting up. Further investigation revealed the alarm tone file is corrupt or missing. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found other related failures. The root cause is determined to be a corrupt software on the sd card. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.